Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use. The caregiver (cg) stated that the transfer set was broken and leaked. The cg stated he taped it off and stopped the leak. The baxter technical service representative (tsr) advised the cg to contact the registered nurse (rn) to inform them of the transfer set issue. The cg would contact the rn and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver and he said he did contact the nurse. The nurse gave him a new transfer set for his father to use. He was not sure if the nurse still had the transfer set available. He said that the plastic end, the piece that connects to the catheter came loose and slid down the transfer set. Since then the patient has been completing therapy successfully. Product surveillance contacted the home patient's nurse and she said she did not have the transfer set available anymore. She said there was nothing wrong with the transfer set and that the patient had just disconnected himself causing the leak. She said the patient was given a new transfer set though.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.